Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that a patient undergoing a peripheral intervention in the right leg which was approached from the left side using a 6f access sheath. At the end of the case a 6f celt was selected to close the arteriotomy in the left groin. The distal wing of the celt implant deployed successfully but it was reported that the physician became distracted and was not holding sufficient upward tension on deploying the proximal wings. The physician therefore deployed the proximal wings intraluminally and then ejected the implant into the artery. Bleeding of the left groin was noted upon removal of the delivery system. This was treated with manual pressure. The physician then inserted a 6f sheath into the right groin in order to access the location of the intraluminal celt implant and whether or not it was resulting in any arterial occlusion. The physician confirmed that the implant was in a branch of the profunda femoris and was not occlusive to flow. The physician elected not to remove the implant and closed the right groin with another 6f celt device successfully. Patient was discharged on the same day with no further issues.